Event description:
It was reported that a device would not power on during a rescue attempt. It was also reported that the pt did not survive.

Manufacturer narrative:
Eval summary: the actual device involved in the incident is being evaluated, and the investigation remains open. Result: the investigation remains open at this time.